Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that there were high impedances with the patient¿s ins which made the patient¿s programming no longer effective. Impedances were found to be high on: c<(>&<)>0 at 6276ohms, 0<(>&<)>1 at 5738ohms, 0<(>&<)>2 at 6797ohms and at 0<(>&<)>3 it was 7411ohms. The patient was reprogrammed. The issue has not yet been resolved, and the cause of the impedance issue is unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported the cause of the impedance was not determined.